Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: plast. Reconstr. Surg. 2011; 128: 423. Doi: 10.1097/prs.0b013e31821e6f73. [(B)(4)].

Event description:
It was reported via journal article title : comparison of postoperative eyelid position using fibrin sealant versus suture for wound closure in muller¿s muscle¿conjunctiva resection ptosis repair. Author : craig n. Czyz, d.o, nicole e. Rich, b.s., jill a. Foster, m.d., marsha c. Kavanagh, m.d., julian d. Perry, m.d., david e. E. Holck, m.d.. Citation: plast. Reconstr. Surg. 2011; 128: 423. Doi: 10.1097/prs.0b013e31821e6f73. The purpose of this study was to compare post-operative eyelid position using fibrin sealant versus suture for wound closure in muller¿s muscle¿conjunctiva resection ptosis repair. A total of 196 patients (367 eyelids; 163 female and 33 male patients) who underwent muller¿s muscle¿conjunctiva resection ptosis repair were divided into two groups: wounds closed with suture (39 patients in 53 eyelids; age range: 19 to 81 years old) and those closed with fibrin sealant (157 patients in 314 eyelids; age range: 31 to 86 years old). In the suture group, the suture used for wound closure was a double-armed chromic gut 6-0 sutures (ethicon) with the suture knots buried beneath the conjunctiva to minimize risk of keratopathy. The chromic gut 6-0 suture was placed approximately 1 mm inferior to the ptosis clamp prior to tissue excision. A second running chromic gut 6-0 suture was used to re-approximate the edges of the conjunctiva. In the suture group, reported complications included initial issues (foreign body sensation, itching, mild discomfort, subjective dryness, lagophthalmos, and minor bleeding resolving within 1 week [8 eyelids; 15%]), minor complications (all initial issues that last longer than 1 week but do not require intervention for resolution [1 eyelid; 2%]), and major complications (initial issues or minor complication lasting longer than 1 week and requiring intervention for resolution, corneal abrasion, suture related keratopathy, suture dehiscence or granuloma, moderate to severe pain, and ptosis [9 eyelids 17%]) which required subsequent surgical procedures (4 eyelids; 8%) and external levator advancement for residual ptosis (1 eyelid; 2%). It was reported that there were several eyelids in the suture group that displayed ¿major¿ suture-related complications that were preventable because none of the patients in the fibrin sealant group experienced such issues in the post-operative period. It was concluded that fibrin sealant may offer an excellent alternative for wound closure in muller¿s muscle¿conjunctiva resection ptosis repair. This technique results in an eyelid position that is equally predictable compared with that of suture muller¿s muscle¿conjunctiva resection wound closure techniques and may improve postoperative eyelid symmetry. Surgical wound closure with fibrin sealant offers fewer major complications and eliminates suture-related complications.